Manufacturer narrative:
The foreign distributor did not submit a user facility/importer report to the manufacturer. Event codes were derived based on information provided by the foreign distributor. (B)(4). The foreign distributor determined that the most likely cause of the reported event was a malfunctioning gas delivery engine (gde). The foreign distributor was shipped a replacement gas delivery engine (gde) to repair the device and return it to service. Carefuson issued a return goods authorization (rga) number to the foreign distributor for the return of the alleged faulty gas delivery engine (gde) for evaluation. As of the january 20, 2015 the alleged faulty gas delivery engine (gde) has not been received. Should the alleged faulty gas delivery engine (gde) be received and evaluated, a follow-up medwatch report will be submitted.

Event description:
The following description of the event was documented by the foreign distributor's representative and sent to carefusion technical support via email. "Avea vent, doesn't read the air inlet and o2 inlet pressure, also the vent failed in air inlet calibration and the fvc test, also the compressor not working, a/d count for inlet air pressure stacked on 4095 whatever you connect air pressure or not." "For the air inlet calibration I have done it, and the vent, said that 'invalid calibration', and after that the vent. Gave "vent inop." "Massage and now it stop ventilating, note that before the calibration, the ventilator can't read the air inlet pressure and the o2 inlet pressure, but can ventilate the test lung and no error massage appear. But can't work on the compressor. It seems that ther is a problem in the air inlet transducer."